Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cause was the pump battery was depleting quickly. Subsequently it was reported that the pump shut off unexpectedly while the customer was sleeping, causing the elevated bg. The customer attempted to address the high bg with a bolus. Additionally, the customer went to the emergency room (ER) and was admitted to the hospital where an intravenous insulin drip was administered to resolve the issue. The customer was released from the hospital two days later with no permanent damage.